Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defib and pacer tests fail during op check, and they tried using known working pads cable and test load with the same results. There was no reported patient involvement/adverse patient impact.